Event description:
A health care professional reported a consumer mentioned a prior overdischarge event that she had to address. No symptoms were reported. Indication for use included other and movement disorders.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.